Event description:
It was reported that the patient arrived to infusion center. He turned the pump off because of an alarm (unknown at this time). The bag appeared to be empty so he turned off the pump and went to infusion center. Pump was to infuse over 120 hours and when he arrived to clinic there should have been 13.5 hours remaining. Erica, rn stated that there was not 47.9 ml in the bag and the bag was in fact empty. Medication: 5fu. Settings at start of infusion: 500ml to be infused at 4.2 ml/h over 120 hours. Settings upon return to clinic: res vol: 47.9ml, rate: 4.2ml/h, given: 450.45ml. Programming verified. Greater than 6% discrepancy. No overfill is added to bag. Cadd set 21-7059-24 lot# 4080929. No further information available.